Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that patient's ipg was tilted. The patient will undergo ipg replacement procedure. The physician did not suspect device malfunction.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The ipg had been tilted before and the patient had difficulty charging. It was the physician's preference to replace the ipg. The patient was reportedly doing well post operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient will undergo a revision procedure.